Event description:
It was reported that a user experienced connectivity issues between a dexcom g7 sensor and the ilet, where the sensor was started but did not pair and no pairing failed alert appeared; troubleshooting included toggling between dexcom g6 and g7 settings, restarting the ilet, and advising up to 30 minutes for pairing, with guidance to try a new sensor and contact dexcom for replacement if pairing remained unsuccessful; this aligned with an intermittent communication failure involving the antenna and related electrical or magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems in the setting of an intermittent communication failure associated with the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.